Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a leakage on lead fault and a charge time fault involving the right atrial (ra) lead. Additional information provided from the field also indicated the ra lead had a history of bad sensing and loss of capture. Additional information provided from the field indicated surgical intervention was performed and the device was explanted and replaced. The ra lead was noted to exhibit high impedance and threshold measurements but was left implanted in the patient with a new device. The patient reported feeling pain during the procedure. No additional adverse patient effects were reported.